Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Device battery depleted. The device battery dropped from 2.5 years to 9 months, and the device recorded a code indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.